Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, the customer reported experiencing a stroke, and seizure and/or loss of consciousness; however, no third-party treatment was indicated. It should be noted that while over time prolonged hyperglycemia can increase stroke risk, there is no indication that the inability to obtain readings from the detachment of a single sensor would have caused or contributed to the reported stroke. Customer declined to provide further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.